Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in switzerland as follows: it was reported that on an unknown date, the patient¿s hto tomofix plate broke post-op. The patient underwent a removal procedure and was revised with a new implant. This report involves one (1) 5.0mm ti locking head screw self-tapping 60mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part#: 413.360, lot#: 545p276, manufacturing site: jabil grenchen, release to warehouse date: 10, december 2021. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the lockscr ø5 self-tap l60 tan was broken from the neck between the shaft and the head. The head fragment remained stuck in one of the insertion holes of the tomofixtibheadpl med prox 4ho ti. A dimensional inspection for the lockscr ø5 self-tap l60 tan was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the lockscr ø5 self-tap l60 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: medical device problem code.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Additionally, x-ray and photo evidence was reviewed from attachments (knie links ap und seitlich, unterschenkel, knie links ap und seitlich, kniw links ap, seitlich und patella axial, knie, op-endobilder). Visual analysis of the returned sample revealed that the lockscr ø5 self-tap l60 tan was broken from the neck between the shaft and the head. The head fragment remained stuck in one of the insertion holes of the tomofixtibheadpl med prox 4ho ti. Visual inspection of the photo evidence provided shows a plate and screw construct with a triangular gap at the fracture section, most likely made to adjust the worn section between the tibia and femur as it is visible in the photos. Breakage of the plate could be due to this gap and most likely early weight bearing. A dimensional inspection for the lockscr ø5 self-tap l60 tan was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the lockscr ø5 self-tap l60 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following drawings reflecting the current and manufactured revisions were reviewed: - locking screw 5*xx st hex se_105938 rev. G / rev. G dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.